Event description:
The customer stated a aeroset was generating erratic results. A pt sample generated a glucose result in the low 300 mg/dl range but when the sample was retested on another aeroset, an expected value were not available. The elevated glucose result was questioned by the technician and was not reported.

Manufacturer narrative:
Internal identifier(s): 056/1-199125091 "other" codes, codes 86, 100 & 200, evaluation of service text from complaint. Codes 100, 200 & 68, wear/scheduled maintenance due-multiple damaged or leaking parts, which are all known causes of erratic results. The customer initially contacted abbott regarding aeroset error code 208 (upper/lower limit error, reagent 2 arm a). The customer indicated the reagent arm was vibrating and making a loud noise. Field service was dispatched and the issue was considered resolved by cleaning the wash line and replacing reagent arm 2a, which was compromised by washcup overflow. After the field service repair, the customer contacted abbott indicating that the issue was not resolved and they had generated an erratic glucose result (>300 mg/dl) on a pt sample. The sample was retested on another aeroset, which generated a value within normal range. Erratic qc results were also observed on other assays. Field service was dispatched again and multiple parts were replaced on the instrument and preventative maintenance procedures performed. Field service established that reagent arm 2a, a worn probe wash bellows pump and reagent syringe as contributing to the pipettor and erratic results issue. These parts were replaced to resolve the issue. The identified components are known causes of erratic results and are addressed in the abbott aeroset system operations manual; section 9, service and maintenance, daily checks, monthly and quarterly maintenance procedures. Section 10. Troubleshooting and diagnostics. No malfunction was identified. This is a final report. End of report